Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string missing upon removal and string broke prior to use of the pessary. She was able to manually remove the pessary. She experienced vaginal pain and bleeding during removal, and she thinks pessary scrapped her vagina. Consumer stated bleeding and pain resolved.